Event description:
Upon inflation of angioplasty balloon, the balloon burst. The md inflated by hand a 5 fr 85cm 9mm 4cm balloon. The balloon burst almost to full inflation at rt proximal iliac artery. This catheter was immediately removed and replaced.